Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received. A f/u will be submitted with all relevant info.

Event description:
It was reported that the staff pulled the box of a 2.5x18 rx promus; however, when the box was opened, the device inside was a 2.5x12 rx promus, lot number 9120842. Additional info received: the tech indicated that she was the person that opened the package and believes there was a closure strip/sticker on the package when she opened it. Inventory manager stated that the package for the 2.5x18 and the 2.5x12 inner pouch and device are still available and will be returned. She had a difficult time reading serial #s, but indicated that the stickers were still on the box and the inner pouch. All packaging and device have already been sent to abbott. All pouches/seals were thought to be sealed at the beginning of the procedure. The sales rep believes that the facility opened two packages, and the contents were not used and the devices were put back on the shelf in the incorrect packages; however, this cannot be confirmed. You are receiving this MDR report from abbott vascular because, boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned promus stent delivery system (sds) noted that it was returned in a sealed tyvek pouch, but the top seal of the foil pouch was opened. The part number, lot number, and size were the same on the foil pouch, tyvek pouch, and side arm of the sds: 2.5 x 12mm, part # 1009539-12b, lot # 9120842. This all indicates that the actual promus device, tyvek pouch, and foil pouch all correspond to the same unit. However, the chipboard box was not returned. A mislabeled product could result from a manufacturing discrepancy or from a mix-up at the distributor or account. To help ensure that this is not a result of a manufacturing deficiency, product labeling is subject to a visual inspection and verification during manufacturing of the lot. The lot history records for both lots involved in this incident were reviewed. Neither lot had any rework performed and neither lot had any nonconforming material records (ncmr) that could have contributed to this complaint. Part # 1009539-18b / lot # 0061141 was manufactured in clonmel with a manufacturing date of (B)(6) 2010, and chipboard boxing performed on (B)(6) 2010. Part# 1009539-12b / lot# 9120842 was manufactured in clonmel with a manufacturing date of (B)(6) 2009, and chipboard boxing performed on (B)(6) 2009. This information suggests that the two units involved in this incident were never in manufacturing or packaging at the same time. Boston scientific confirmed that the account involved in this incident received shipments from boston scientific of both part number/lot number combinations involved in the potential mix-up. Thus, it appears that the packaging mix-up between the product labeled on the chipboard box and the actual product inside the box most likely occurred at the account. There is no indication that the mix-up occurred during the manufacture and packaging of the products at abbott vascular. Since both part number/lot number combinations were shipped to this account, it is possible that the packaging for both products were opened and inadvertently placed back into the incorrect chipboard boxes. Although a conclusive cause cannot be determined for the reported mislabeling/potential mix-up cannot be determined, there is no indication of a product quality deficiency. Product labeling is subject to a visual inspection and verification during manufacturing of the lot.